Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing. The lead¿s sensitivity was adjusted and the lead remains in use. The patient is enrolled in (B)(4). No patient complications have been reported as a result of this event.